Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, bradycardia, and hypotension. It was also reported that the right atrial (ra) lead exhibited loss of capture and high thresholds. The ra lead was inactivated and replaced by a leadless implantable pulse generator (ipg). It was reported that before the leadless ipg was implanted the patient coded due to hypotension. The patient was required to be externally paced. It was also reported that the patient experienced heart block and atrial fibrillation due to the external pacing. The patient was prescribed medication. No further patient complications have been reported as a result of this event.